Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the liner elevated rim 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell [item 00875200932 lot 64671659] lot identification is confirmed. Elevated rim, anti rotation scallops, outer rim face, and spherical bottom show nicks and gouges. (12) anti rotation scallops were confirmed and deformation damage of scallops are noted. Spherical bottom indentation and gouge damage in a semi circular shape was noted. Review of the device history records identified no deviations or anomalies during manufacturing.  A definitive root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device available for evaluation: part: 00875305001, lot: 64670624. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00566.

Event description:
It was reported that the cup and liner would not mate. Attempts have been made and no further information has been provided.